Event description:
The vascade 5f device was selected for closure and inserted into the 5f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. After the case was finished patient developed a hematoma which was pressed out, but the doctor noted bruising and swelling and an ultrasound was performed which located a pseudoaneurysm which required surgery to correct. Surgery was successful. No other complications noted.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and additional pressure corrected the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.